Manufacturer narrative:
The suspect medical device has been returned for evaluation the complaint is comfirmed. The root cause could not be determined. The device history record was reviewed, and no exception documents were found. A search of the complaint database was performed and no similar complaints for this lot number were identified.

Event description:
The account alleges that during a left ureteric stent deployment procedure, the catheter tip detached. The catheter tip had detached within the patient's left ureter. The ifb will required surgical intervention on (B)(6) 2024 for removal. No additional patient consequences to report.

Manufacturer narrative:
The suspect device is expected to return for evaluation. A supplemental report will be submitted once the evaluation is complete.